Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.